Manufacturer narrative:
(B)(4).

Event description:
The pt missed her refill in (B)(6), but did not experience withdrawal symptoms. The hcp checked the pump and an x-ray confirmed a "disconnect" in the catheter and pump; the catheter was disconnected from the pin connector. A catheter revision was planned. The hcp planned to replace the pump as well because there was only 20 months left of the battery life. Additional info has been requested, a follow-up report will be sent if additional info becomes available.